Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports, bite concerns, dissatisfaction with the lower teeth. And right back teeth since, they don't align well. The patient, also alleges, headaches caused by the aligners and not being ready for retainers, due to noted issues. The byte cst (clinical support team) reviewed the bite video and initiated a 14-day rest period for the open bite on 10/18/2024. Dental history includes: orthodontic braces, retainers, crowns on locations: 32, 31, 17, 19, 18, 20, 1, 2, 3, 16, 14, 13, 15. And previous root canal treatment. Medical history includes: blood pressure medications.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.